Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer stated that her glucose level fluctuates, and she is bridle diabetic. The customer stated that she was unresponsive, sweating, and constipated. Troubleshooting was performed. The caller stated that her mother called the ambulance because she did not recognize her. The customer most recent glucose reading was 159mg/dl. The programming, time, and date were correct. Advised the customer to contact her doctor regarding the low glucose, and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.